Manufacturer narrative:
The reported events were lead dislodgement, noise, and inappropriate low-voltage (lv) output. As received, a partial lead (distal portion) was returned in one piece for analysis with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the inner coil at long length, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of noise and inappropriate lv output were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies, with the exception of procedural damage.

Event description:
It was reported that inappropriate low voltage pacing and episodes of noise were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.